Event description:
The surgeon inserted the +20.0 diopter cc4204a collamer single piece lens on (B)(6) 2015 and noted a bullseye pattern on the lens after implantation. Surgeon was concerned the imprint may obstruct the patient's vision so the lens was removed and replaced with another same model/same diopter lens without any injury to the patient. The reporter stated the lens was loaded in normal fashion and the imprint was not noted prior to implantation. Surgeon believes there may be a problem with polishing our finished product.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found as a root cause of the complaint. Probable causes would include lathe marks caused by defective lathing tools and/or inadequate tumbling. Based on the probable causes stated and the investigation conducted, the most likely root cause for the presence of a bulls-eye on the lens is unsatisfactory lathing process. However, visual inspection of the returned product does not confirm the complaint, "bulls eye". Based on the complaint history, work order search, the evaluation of the returned product and device history record review, the most likely root cause for the presence of a bulls-eye on the lens is unsatisfactory lathing process. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Visual inspection of the returned product showed the tears on the haptic, however, there were no bullseye on the lens surface. Based on the complaint information and product evaluation we were unable to confirm this complaint. A CAPA has been opened to address these types of complaints and once the investigation is completed a supplemental medwatch form will be submitted. (B)(4).